Manufacturer narrative:
Device sample not returned in time for this report. Investigation is incomplete. A f/u report will sent when completed.

Event description:
The event is reported as: circuit failed leak test. After inspecting circuit, it was found to have hole where it had come apart at the seam. There was a delay while they found another circuit. No pt injury reported.